Manufacturer narrative:
Device eval anticipated, but not yet begun. Pride sent a replacement powerchair to the provider for this customer. Pride is waiting for the powerchair to be returned for an eval. Cannot draw any conclusions at this time. Pride will follow-up after eval is completed.

Event description:
Received a telephone call from a pride rep, alleging that a customer drove her powerchair into her bathroom, and transferred from the powerchair to the commode. She alleges she looked down, and saw fire in the unit and called personnel to put the fire out with an extinguisher. No injury or property damage reported.